Event description:
Related manufacturer reference number: 2017865-2022-08654, related manufacturer reference number: 2017865-2022-11589. It was reported that the patient presented in clinic for lead revision procedure due to the dislodgement of their atrial and right ventricular leads. During the procedure, it was found that the right ventricular set screw could not be engaged by the hex wrench, and failed to be removed from the header. The atrial lead was repositioned and the right ventricular lead was explanted and replaced during the procedure on (B)(6) 2022. The device was then explanted and replaced. The patient was stable.